Event description:
Baxter reported an incident of an overinfusion at the facility. The pump was infusing tpn (total parenteral nurtrition) and reportedly, the infusion finished 8 hours early. No patient injury or medical intervention had been reported. The pump continued to be used before being sent to the biomedical department. The pump was checked by the biomed andno evidence of mechancial failure was found. No add'l info wasprovided regarding pt's demographics, diagnosis, and status, the intended infusion rate and volume, other medications involved, and set up of the pump.